Event description:
It was reported ongoing intermittent occlusion alarms occurred leading to the customer experiencing elevated blood glucose levels, intermittently displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with manual dose injections or a correction bolus via the pump. Reportedly, the customer would changed supplies and resume insulin therapy. However, clinical troubleshooting has been exhausted and a replacement pump was sent to the customer to resolve the issues.